Event description:
User states approximately 20 samples gave erroneous calcium results since 2008. She had one patient example in 2009 that the analyzer gave a result of 11.5 mg per dl. This result was reported. The doctor questioned the result and had the patient come back for a redraw in the next day. The value of the redraw was 8.3 mg per dl. User then repeated the original sample and received a value of 9.1 mg per dl. Patient was not treated as a result of the 11.5 mg per dl result.

Manufacturer narrative:
The field service representative determined the cause was possible analyzer rotor belt tension. He adjusted the analyzer rotor belt, the rotor initialization position, cleaned the internal reservoir and replaced the filter. He performed calcium qc and results were within lab specifications.